Event description:
It was reported that the device was explanted and replaced due to noise. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported noise anomaly was confirmed in the laboratory via review of the stored electrograms and was due to a lead bore spring anomaly. The cause of the lead bore spring anomaly could not be determined.